Event description:
A malfunction alarm occurred due to the t:slim x2 pump battery failing to charge, leading to a shutdown and an inability to turn the pump back on. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.